Manufacturer narrative:
Additional information: through follow up, it was reported the corneal edemas reported were observed/noted in the peripheral and central cornea. The surgery center reported there have been no more cases of edema and the corneas are clear from procedures performed after the event reported. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. (B)(6). Device manufacture date: 2016. Trough follow up, it was learned that a demo signature pro system was installed at the surgery center. The same setting that surgeon used with his earlier machine was transferred on this demo unit. It was reported that the customer is finding clearer corneas with the demo machine and mild edema in just very hard cataracts. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that surgeon finds postop corneal edema in nearly all the cases that he operates with the system. The customer has another system in his operating room, but there is no edema with that machine. Surgeon reported that the patients are between 50 to 80 years and that the issue is random (in soft and hard cataracts) even if the power used is less than 2-3 seconds. That form almost 6-8 cases every day they find edema in almost all cases. It was noted that the surgery center is a multi-specialty center and that other operating surgeons also have the same edema issues. It was reported that post-op day one patients have loss of 2 or more lines of best corrected visual acuity (bcva) depending on severity. That almost all patients have mild to severe edema post-op day one and the vision is not even 6/36. There are no medical/surgical intervention performed as it is mild edema which clears after a week and the visual acuity is better; however, the surgeon is surprised as it is coming in almost every case that he operates on the system. No permanent visual impairment reported.

Manufacturer narrative:
Surgeon had operated more than 35 cases on the demo signature pro system that was installed on (B)(6) 2017 and there has been no cases of corneal edema. A field service specialist checked the system and reported system meets amo specification and could not duplicate reported issue.